Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged that the visualization of particles. There was no report of patient harm/injury. During investigation, the manufacture observed that found an unknown layer of grime throughout the entire device, top enclosure, rear panel, front panel, bottom enclosure, around the iso port. Internal inspection reveals a dust-like contaminate on the back of the front/ui panel and in the bottom enclosure. The manufacture is also seeing a reasonable amount of on the blower, along with a spot of dried liquid indicating potential water ingress. The issue of liquid ingress. A piece of foreign material is present in blower box, a keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.